Manufacturer narrative:
Submit date: 5/9/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported: needle and bard syringe combo leaking chemo. Leaked between the syringe and hub of the needle when giving intermuscular dose.

Manufacturer narrative:
Submit date: 5/9/2018. Based on reported description from customer and known information to date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 08/17/2018. An investigation was performed for the reported customer complaint: ¿the customer reported: needle and bard syringe combo leaking chemo. Leaked between the syringe and hub of the needle when giving intermuscular dose.¿ a review of the device history file (DHR) of the reported lot number 714351 indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Samples are also inspected for hub leakage and damage. There were no (non-conformance records (ncrs) issued for the safety needles (item no. 4502510hs) or the hub (item #: 3530908) utilized in the production of this lot. The syringe barrel is periodically inspected during the production process. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. The actual device was not returned for evaluation. There were 3 samples (opened) submitted with this complaint. All samples were inspected for visual damage, luer taper and hub leakage. A visual inspection of the needles identified no damage to the inside of the luer of the hub. All samples were inspected for luer leakage and met quality requirements. The reported condition was not observed and could not be replicated. A 6m root cause investigation was conducted and evaluated potential contributing factors. A physical sample was examined. The analysis did not identify any issues with the manufacturing process for the needles. There were two potential causes identified. The user¿s application of the device and/or the material syringe, sourced by customer, was out of specification. However, there¿s insufficient information to determine whether these scenarios occurred. The reported customer complaint is not confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.